Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place the 3.50x28mm taxus express2 drug eluting stent but was unable to cross the heavily calcified lesion after multiple balloon inflations with a 2.5x15mm maverick balloon. After multiple attempts to place the stent, the physician identified a strut at distal end of the stent was deformed. The procedure was completed with a 3.5x24mm taxus stent. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.